Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, lot/serial# (B)(6). Product ID a820, lot/serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (1 mg/ml at 0.3103 mg/day) and bupivacaine (20 mg/ml at 6.206 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was locked out for just shy of 13 hours. The ¿dri (dose restriction interval) was 8/12, max activation 8/day, lockout duration of 30min.¿ per the hcp, the patient last gave herself a bolus last night at 10:41pm and with any attempts this morning she got bolus rejected which the physician witnessed. The agent had the caller resync the ptm (personal therapy manager) and the lockout duration did not change. The agent had the caller uncouple and recouple the device and that did not change the lockout. The ptm was stuck on 90% attempting to recouple for over 15 minutes. The agent had the caller go into settings, pds and clear data to improve telemetry time. The ptm lockout duration remained unchanged. The caller attempted to give the patient a physician bolus and the agent had them change a ptm setting (lockout duration from 5 to 6 minutes), and the caller tried updating the reservoir volume. The caller had the physician on another line and asked about changing the dri to 2/1. The physician wanted to give a therapeutic bolus and that still did not update the lockout duration. After being on the phone for an hour and 20 minutes, the agent opted to replace the handset because nothing else was working. The agent discussed using flex mode if issues persisted, but the caller was hesitant because the patient's pain was not scheduled it was intermittent. A replacement handset was requested from the repair department because the lockout duration was not updating no matter what. No patient injury reported.